Event description:
The pump was returned for investigation. Investigation revealed contamination under the key contacts and a display screen issue. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, evidence of contamination was found under all key contacts. The keypad cover had been returned torn off over the ok button and no response issue was found with the keypad buttons. Additionally, the display screen was dim and discolored during evaluation. A test screen was installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.